Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion 7x (20. 12psi, 21. 18psi, 21. 32psi, 21. 67psi, 21. 13psi, 21. 53psi, 21. 51psi, passing is 7-19psi) pressure setting used for psi testing was medium" was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion 7x (20.12psi, 21.18psi, 21.32psi, 21.67psi, 21.13psi, 21.53psi, 21.51psi at medium pressure setting during testing in the biomedical service department. There was no patient involvement. No additional information is available.